Event description:
It was reported by the patient being in a physical altercation and the device moved. Since the altercation the patient feels pain and heart is racing. The device remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).